Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR upon completion of the investigation. (B)(4).

Event description:
A pt with diplopia and papilloedema was going through a brain scan. A contrast enhanced CT brain scan of the pt showed presence of poorly defined hypo density regions in the brain. However, these regions could not be identified on subsequent contrast enhanced MRI scan. The customer believes that the hypo density regions in the CT may be an artifact.